Manufacturer narrative:
(B)(4). Visual evaluation: visual analysis of the identified the device was broken shell and red particles material was found on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture "implant damage was confirmed by usg and MRI". The device was explanted. This record relates to the right side.